Manufacturer narrative:
Concomitant medical devices: (2) empty 500 ml baxter 5% dextrose bags, lot # p333252 and exp. Oct16, and (1) empty 100 ml baxter 5% dextrose bag with lot #: p333252 and exp. Date oct 16; therapy date (B)(6) 2016 the customer¿s report of a leak was not confirmed or replicated. There were no damages observed during visual examination or functional testing of the set and this was further supported by leak testing. The root cause of the disconnection was unable to be identified as the set performed as intended with no issues found.

Event description:
The customer reported a leak at the texium connection to the most distal port of a primary d5w line containing oxaliplatin 150mg in d5w and leucovorin 700mg in d5w at the very beginning of the infusion. The site of the leak was the texium connection of oxaliplatin to the distal y-site. The leucovorin primary infusion was connected to the oxaliplatin line. The texium attachment was removed from the tubing and reattached, and the infusion continued without further leaks. There was no impact or harm to the patient, as the issue was solved quickly at the start of the infusion.

Manufacturer narrative:
Aware date is 02/12/2016.